Event description:
The patient's mother reported that her daughter has been experiencing elevated blood glucose from 340 to 500s mg/dl for the last 3 days. The patient's normal range is 120-220 mg/dl. The patient did not report any symptoms with her elevated blood glucose. The patient tried bolusing and changing her tubing and site, but her blood glucose remained elevated. The patient switched to her back-up infusion device and her blood glucose returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. The piston rod and adapter were over 6 months old. Replacement product was sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
H6-codes: no product not returned for evaluation.